Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer visited to emergency room and then was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 7 am with blood glucose of 450 mg/dl and 375 mg/dl. Customer was also hospitalized on (B)(6) 2019 at 2 pm. Customer had symptoms like vomiting and could not eat or drink water and had stomach pain and headaches. The customer was treated intravenous fluids and manual injection. Customer also reported that they were thinking that insulin pump was under delivering. Customer was assisted with performing the high pressure test and the test passed. Troubleshooting was performed for high blood glucose and under delivery. Customer stated that the cannula was bent. Customer was not using auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08650 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).